Manufacturer narrative:
The device was returned and pending evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using a pk cutting forceps, 5mm, 3cm, the jaws fell apart inside the patient during therapeutic laparoscopic total hysterectomy surgery. The broken piece was retrieved by the user. There was no patient harm reported with the event. Additional information regarding the event has been requested but not provided at this time.

Event description:
It was reported that during the middle of the procedure, the broken device fell into the patient¿s abdomen. The broken device was retrieved by the surgeon using forceps. The procedure was completed using another device. There was less than a 10-minute delay to replace the device. There was no impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection and reported device failure (broken jaw) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the subject device was confirmed to be broken (missing jaw piece). However, the root cause could not be determined. This supplemental report includes a correction to d9 and g2 from the initial medwatch. An update has been made to h3. Also, information has been added to b5 and h4. Olympus will continue to monitor field performance for this device.